Event description:
It was reported that beeping tones were elicited from this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) review noted high out of range impedances on the left ventricular (lv) lead, however the beeping tones were disabled for this setting. Ts recommended patient-initiated interrogation (pii) to determine cause of beeping tones. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that beeping tones were elicited from this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) review noted high out of range impedances on the left ventricular (lv) lead; however the beeping tones were disabled for this setting. Ts recommended patient-initiated interrogation (pii) to determine cause of beeping tones. This investigation will be updated when further information becomes available. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.